Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station fcs all cubies in drawer 3.1 went off bus, and despite multiple reboots and manually failing the drawer, the cubies could not be recovered. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1.1 had faulty drawer board. A field service engineer (fse) unseated and reseated all connections of the affected drawer, ensuring secure connections and confirming there was no damaged or frayed cabling. The system functioned as intended after the field service engineer repaired the device.